Event description:
Boston scientific received information that during the attempted implant of this pacemaker with another manufacturer's right ventricular (rv) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed when the lead was connected to the device header. When the rv lead was connected to a pacing system analyzer (psa), pacing impedance measurements were noted to be in the 800 ohms range. This device was attempted, but not implanted. The physician suspected a set screw or header issue and another device was implanted. During the implant of the second pacemaker, upon connection of the rv lead to the device header, high out of range pacing impedance measurements greater than 2,000 ohms were again observed. The rv lead was explanted and a new rv lead from another manufacturer was implanted. Pacing impedance measurements with the replacement pacemaker and rv lead were noted to be stable and within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.